Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user received an occlusion alert overnight, insulin delivery was paused for several hours, and the user resumed delivery without changing the inset infusion set, after which no further occlusion alerts occurred and glucose trended down from a reported high blood glucose of 319 mg/dl to 150 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy during the interruption in insulin delivery without emergency care or hospitalization. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and the medical device problem characterized as an improper or incorrect procedure or method; a specific component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.